Event description:
Ventilator shut down, never stopped cycling, vent removed and replaced. Manufacturer response (as per reporter) for ventilator, ventilator, 840replaced bdu( breathing device unit) board.